Event description:
The rotator broke during abdominal angiography injection at 600 psi. No harm or injury was reported.

Manufacturer narrative:
The device eval has not been completed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot #. Method: device history record was reviewed. Complaint data base was reviewed. Conclusions: a f/u report will be submitted when the device eval has been completed.